Event description:
During a gastric bypass procedure, the seam guard black plastic roticulator port appeared to be lodged and the device jammed shut and wouldn't open with button release or hand release. The device was stuck in the abdomen and second port was used to dislodge it, which also jammed. Third device from a different lot was used to complete the procedure.